Event description:
Philips received a complaint from the service engineer (se), reporting that the v60 ventilator displayed a "check vent: ovp (over-voltage protection) circuit failed" error message (1127). There was no patient involvement when the issue occurred. No patient or user harm reported. While servicing the device, the se observed a "check vent: ovp circuit failed" error message (1127). The se then noted that the motor control (mc) board was replaced to resolve the issue. The device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.